Event description:
During the last attempt to cross the lesion, it was reported the catheter's distal tip became firmly lodged in the lesion and separated from the rest of the catheter during removal. Three stents were deployed in the rca to trapped the distal tip against the arterial wall. No patient injury reported.

Manufacturer narrative:
Evaluation of the returned device confirmed that the distal tip/marker band was not present on device. Based on the findings, the separation of the distal tip/marker band was likely due to tensile force applied exceeding the limits of the catheter. Results - catheter separated.